Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the pyxis machine had prompted the nurse to pull more medication than needed. A technical support specialist spoke with the customer and confirmed that the issue occurred only once and had not reoccurred since. The specialist advised the customer that if the issue happened again, they could open a new case. The customer granted permission to close the case. The system functioned as intended after the issue automatically resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pyxis shows excessive dosage to pull. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.